Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) slipped. The facility has not reported if there was patient involvement, injury, or surgical delay relative to this event.

Event description:
N/a.

Manufacturer narrative:
Corrected field: b5, h6 (health effect - impact code 1). Correction to b5: a facility reported that the mayfield modified skull clamp (a1059) slipped. However, this did not occur during a case. An integra representative inspected the skull clamp and it appeared to be fine for use; however, the customer requested to send in the unit to be sure. There was no patient involvement. Investigation: the mayfield modified skull clamp (a1059) was returned for evaluation: device record history (DHR)- the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the unit showed that it was in used condition, and the lock showed rotational movement when pressure was not applied, which is a cause for slippage. However, when the unit is properly positioned and placed under pressure, the unit does not slip. This device passed all specific functional testing requirements. Any worn components were replaced with new parts and general maintenance and cleaning performed. Root cause - the complaint could not be confirmed upon inspection. This device passed all specific functional testing requirements. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.